Event description:
The customer reported that the device etco2 was displaying apnea when used on patients. There was no negative patient impact.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.